Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06782. The patient presented in-clinic following the onset of inflammation on the pocket site and pain on the thoracic area. An allergy test was conducted which determined that the patient had an allergic reaction to platinum and iridium present in the device, and helices of both the right ventricular (rv) and right atrial (ra) leads. The rv lead was repositioned and the patient was placed on cortisone therapy to resolve the event. The patient was stable with no consequences.